Manufacturer narrative:
Device evaluated by MFR.:promus element plus,mr,ous 3.50x38mm stent delivery system catheter was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube identified a complete break at 200 mm distal to the strain relief. Multiple hypotube kinks were also identified. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during device analysis.

Event description:
Reportable based on device analysis completed on 10-feb 2021. It was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 3.50x38mm promus element plus drug-eluting stent was advanced for treatment but the device failed to cross the severe lesion. The procedure was completed with another of same device. There were no patient complications reported. However, returned device analysis revealed shaft break.